Event description:
The facility rep. Reported a broken door. Information was not provided regarding whether or not the problem occurred during a pt infusion. Although baxter attempted to obtain information, details were not available regarding additional contact information. The hosp. Rep. Stated that there were no reports of injury or medical intervention.